Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge change error message occurred. Customer¿s blood glucose ranged from 165-170 mg/dl. A new cartridge was successfully loaded, and customer resumed insulin therapy.